Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were harder to press. Customer's blood glucose level was unknown. Customer reported that the insulin pump rejected new battery. Customer reported that the insulin pump was slower as well as louder during rewound process. Customer also mentioned that the motor made grinding noise. Customer declined to spoke with 24 hours technical support. Insulin pump will not be returned for analysis.